Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with right atrial exhibiting high capture thresholds and low impedance. The lead was explanted and replaced successfully. The patient was dependent and was paced with an external device. The patient was stable and recovery in the recovery well.